Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion codes device codes have been updated. (B)(4).

Event description:
It was reported that the patient's placement was "probably not perfect" and it was "moved a little bit" a few years prior to the report. It was unclear what was "moved". The patient reportedly "got better results from it." If additional information becomes available, a follow-up report will be submitted.